Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. Caller reported poor communication on patient programmer (pp). Patient stated they had not had device turned on for some time. Patient reported they went to recharge implant and was unable to recharge. Patient states they are interested in taking device out and needs healthcare professional (hcp) listings because their hcp is no longer in the area. Patient was getting the reposition antenna screen on implantable neurostimulator recharger (insr) and was getting the poor communication screen on pp and not able to communicate with recharger. Last time patient felt stimulation was at least a year ago and last successful charge session patient stated they do not know. Patient reported last charging session was more than one to three months ago. Redirected patient to hcp to address possible od, because patient was unable to communicate with both pp and insr (suspected overdischarge). Additional information was received from the consumer. The patient reported he had not found a healthcare professional to remove the neurostimulator yet. The patient was waiting for a referral to a neurosurgeon that is qualified to remove the paddle leads. Additional information was received from the patient (pt). Pt reports they are trying to have the device removed because it has not been working for 10 years. Patient stated the battery quit taking a charge after probably about 2.5 and the 3rd year would have to sit on the wall for 10 hours to get it to charge and then it quit charging altogether. Pt states they would like to just have this all removed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.